Event description:
The customer contact reported the pt received more medication than intended. The biomedical engineer received notification from the labor and delivery dept that the device delivered more medication than intended. Specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt effects. Reportedly, the pump remained in clinical use after the reported event and was later removed from clinical service on 10/14/2005. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed all testing. The pump history was printed at the mfg facility. The pump history indicated that the pump continued to be in use after the september event date. All data from the month of september was overwritten by the newer info.